Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 398 mg/dl. The stated that 4 days prior to the hospitalization, their blood glucose fluctuated between 40 mg/dl to 70 mg/dl. They had shortness of breath, nausea, fatigue, and severe headache. They were treated with the insulin pump and manual injection. The day before being released from the hospital the customer reconnected to the device. Their diabetes educator came and increased the basal rate to 1.5 units. The customer stated they have other medical issues. Their oxygen level was extremely low and they had small amount of ketones spilling into their blood and they were in beginning stages of diabetic ketoacidosis. During troubleshooting the bolus history jumped from (B)(6), the prime was 6-7 days, but the customer stated they change every 3-4 days. Fill cannula was set to 0.4 units instead of 0.5 units. Nothing further was reported.